Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during pre-case discussion, it was noted that there appeared to be significant calcium in sinotubular junction, and leaflet. (Balloon aortic valvuloplasty) bav was performed successfully, during final deployment of 26 mm sapien 3 ultra, the balloon ruptured when it was fully inflated due to calcium in the stj segment. The patient remained stable, and valve did appear to need post dilation as there was minimal leak noted on transesophageal echocardiography (tee). They post dilated with a non-edwards balloon and the leak did appear to be closer to trace. The team decided these results were satisfactory. Patient remained stable and no injury occurred.

Manufacturer narrative:
H2, h6 updated the balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery as provided and revealed a radial burst on the working length of inflation balloon area. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. An existing technical summary is applicable to this event therefore no lot history review, complaint history review or manufacturing mitigation was performed. Instructions for use and training manuals were not reviewed due to the technical summary applicability a review of edwards lifesciences risk management documentation was performed for this case. There was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. No further action is required. The complaint for failure balloon burst was confirmed by postprocedural imagery. However, no manufacturing nonconformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, it was noted that there appeared to be significant calcium in stj. Annulus was in the range for 26 or 29 s3 and due to calcium, team decided to use 26 mm s3 ultra to avoid interaction with stj of diameter 28 mm and height of 21 mm. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst an existing technical summary applies to this event therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.